Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 399 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels and that the pod was leaking during wear, patient found the pink slide had not moved forward as intended; this indicates that a needle mechanism failure occurred. Ketones were also tested and the results were negative. As treatment, a manual injection was delivered and a new pod was applied. As treatment, a manual injection (12 units) was delivered, patient ate ice chips and a new pod was applied.